Event description:
The patient alleged called lifescan and alleged that their meter was prompting an apply sample message. The patient stated that their meter has not worked for approximately 3 months. They stated that they had to go to the emergency room because of high blood sugar symptoms (frequent urination). The result on the hospital meter was over 500 mg/dl. The patient was treated with an IV. It is not clear if the injury occurred 3 months ago or if it was recently. Medical affairs attempted unsuccessfully to reach the patient by phone. A letter is being sent as a second attempt to obtain more clinical information. The patient stated that an adequate sample was applied to the test strips and that the technique was correct. The patient tried using different test strips from one vial, but the issue was not resolved. They did not have another vial of test strips to troubleshoot. Based on the information provided, there is evidence of a test strip malfunction, but not a meter malfunction. There is no evidence at this time that the meter contributed to the serious injury. The meter has been replaced for the patient.